Manufacturer narrative:
Omit: a1407 - insufficient flow or under infusion (2182). Additional information: imdrf annex a,b and g codes and manufacturer narrative. A device history record review is performed on each device reported in a MDR reportable event along with other methods of investigation as coded in section h6 of this MDR report.

Event description:
It was reported that methotrexate was programmed to deliver a 1,000ml infusion over a period of 23 hours at a rate of 44ml/hr. However, approximately 90ml remained at the end of infusion. The nurse had to increase the rate to 62ml/hr. To complete the infusion on time. There was patient involvement but no harm.

Manufacturer narrative:
The event logs have been received and the evaluation is pending. A follow up report will be submitted with investigation results once the evaluation has been completed. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer. No devices received, log review only.

Event description:
It was reported that methotrexate was programmed to deliver a 1,000ml infusion over a period of 23 hours at a rate of 44ml/hr. However, approximately 90ml remained at the end of infusion. The nurse had to increase the rate to 62ml/hr. To complete the infusion on time. There was patient involvement but no harm.